Manufacturer narrative:
(B)(4). Insulin pump intermittently flashed white on display during testing. Pump passed displacement test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and no moisture or physical damage was found on electronic circuit board a 1, electronic circuit board a 2 or the motor. The original electronic circuit board 1 was installed in a test electronic circuit board 2, case, internal battery and motor. Powered the pump on using the battery simulator and backlight anomaly (flashed white on display) was noted. The original electronic circuit board 2 was installed in a test electronic circuit board 1, case, internal battery and motor. Powered the pump on using the battery simulator and no backlight anomaly was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Customer allegation of backlight anomaly was noted. Backlight anomaly was isolated to electronic circuit board a 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had backlight anomaly. Customer stated that screen was dim while bolusing. Backlight anomaly was on lcd. Customer performed the self test and passed the test. Lcd backlight was not working after troubleshooting. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.